Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by review of pictures. The photos of explanted devices identified that they are covered with blood and tissue. The glenoid was covered with cement. Visual inspection identified scratches on the humeral and head. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-113708 bio-mod st.12x115 w/align hole 436310; 113849 bio-mod glen 4mm allpoly smal unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00311, 0001825034-2020-00310.

Event description:
It was reported the patient underwent an initial tsa. Subsequently, the patient was revised approximately nine years post-implantation due to pain and loss of function. Attempts have been made and no further information has been provided.